Manufacturer narrative:
Sunrise medical's regulatory specialist reviewed the complaint and the information that was gathered. The end user's complaint stated that the initial break in the frame did not cause the adverse event. However, the continued use of the chair in that condition resulted in the back frame to completely break and therefore causing the end user to fall back and injure his head. On page 14, section a. Introduction, of the wheelchair's owner's manual, it states the following in point #3: "if discovered, repair or replace loose, worn, bent or damaged parts before using the chair. Always be sure to use parts and/or accessories that have been recommended or approved by sunrise medical." Although the back frame break was complete, it did not fall back due to the "q" back brackets were attached and did not allow for the back to fall off. Photos of the chair reveal that the anti-tips were removed. It is possible that the end user applied too much weight to the back and therefore flipped back as a result of the anti-tips being removed. The end user shared with sunrise medical's customer service representative that he didn't want to deal with numotion and is going through another dealer to get the chair fixed. Sunrise medical's csr followed up with the end user on (B)(6) 2019 to ensure that he was able to find a dealer that would service his chair. The end user stated that a dealer was found. He end up going through numotion again and an appointment was set to have the service technician inspect and evaluate the chair. On (B)(6) 2019, dealer lisa from numotion contacted sunrise medical and placed an order for the necessary part to repair the wheelchair. The item was shipped to the dealer on (B)(6) 2019. If and when the frame is returned for evaluation and new relevant information is found, a supplemental report may be filed. No further investigation will be performed at this time.

Event description:
(B)(6) 2019 per end user, the wheelchair frame cracked on the left side. He stated he was cooking and just heard a loud snap and when he turned, he almost fell out. He then called numotion that same day, friday the (B)(6) to report the issue. Per the end user nothing was done. He stated that he continued using the chair and got hurt when the chair flipped backwards and he hit the back of his head. He went to emergency and had to get stitches on the back of his head.